Event description:
It was later reported that the pump was explanted on (B)(6) 2013.

Event description:
It was reported that the patient's pump pocket was infected. The patient was noted to be diaphoretic, had flu like symptoms, elevated wbc, abnormal cbc, and yellow pus-like drainage. The patient was given antibiotics on (B)(6) 2013 and their pump explanted the same day. The medications used within the system were sufenta and bupivacaine. The patient resolved without sequelae on (B)(6) 2013. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).